Event description:
It was reported that during an atrial fibrillation (afib) procedure, the customer experienced not reportable issues: 1) the temperature (temperature limit) and suspected irrigation issues occurred, after 20 times ablation for rf with the first smart touch catheter (lot#17049484m).the cable was changed but the issues continued. The issue was resolved by changing the catheter to second smart touch catheter (lot# same number). 2) the temperature issue (temperature limit) repeated after several time rf. The generator and the piu were rebooted, the cable between the generator and the piu was changed but the issue continued. The issue was resolved by changing the catheter to another one. The procedure was completed without patient's consequence. Upon receiving the two products in biosense webster lab on (B)(4) 2014, it was noticed that in one of the catheter, tip lumen one the catheter has a bump with metal exposed about 6.5 mm down from the transition with peek housing, making this event reportable. Investigation is still in progress. A supplemental report on device evaluation will be submitted.

Manufacturer narrative:
(B)(4) it was reported that a temp limit repeated after 20 times ablation for rf with the smart touch catheter lot # 17049484m. The cable was changed but the issue continued. Flushing was conducted outside the patient body. The back-flow was not confirmed then defecting of irrigation was suspected. Catheter # 1: upon receiving, the catheter was visually inspected and it was found that the tip peek housing transition is cracked with reddish brown material inside the area .tip lumen had a metal exposed 6.5 mm down from the transition with peek housing. Per these conditions, an x-ray image was taken from the area and it was noticed that the t bar's were slid down from there place. One of the t'bars was caught at the tip lumen getting exposed as before mentioned. In addition, a corrective action has been opened to address and resolve the peek housing transition cracked on smart touch catheters. Per the event reported, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Therefore an irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed. Management is notified of failure analysis results using monthly complaint trend reporting. In addition, a corrective action has been opened to address and resolve the t bar issue and the peek housing issue on smart touch families. Catheter # 2: the returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Therefore an irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.

Manufacturer narrative:
During internal review of complaint file it was found the manufacturing date (7/28/2014) is incorrect and the UDI# is incorrect. The correct manufacturing date is 7/29/2014. The correct UDI# is (B)(4). The labeling of the device was not affected. An internal corrective action has been opened to address this issue. (B)(4).

Manufacturer narrative:
(B)(4).